Event description:
Reportedly, this valve was explanted after approximately a 2 year, 7 month implant duration due to mitral endocarditis and regurgitation.

Manufacturer narrative:
H6: #86: device not returned.